Event description:
In 2004, the sheath was placed in the radial artery for a diagnostic procedure. The site was prepped with betadine and the procedure lasted 17 minutes. Two weeks later, the pt had a small raised area at the right radial puncture site with tenderness and some drainage. Area appears to be healing and the physician is continuing with follow-up.